Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced as no product was returned for testing. On 25may2025 at 22:53:33, the power cable disconnect and low voltage alarms activated while connected to the mpu due to both white and black lead voltages diminishing to ~8v. This was consistent with a brief loss of ac power. The alarm cleared on its own shortly after power was restored at 22:53:36. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The device history record for the mobile power unit (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on (B)(6) 2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot power cable disconnect, low voltage, and no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced during testing on the returned product. The log files indicate on (B)(6) 2025 at 22:53:33, the power cable disconnect and low voltage alarms activated while connected to the mpu due to both white and black lead voltages diminishing to 8v. This was consistent with a brief loss of ac power. The alarm cleared on its own shortly after power was restored at 22:53:36. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The device was returned and passed all applicable testing. The unit was able to functionally operate for an externed period without any alarms or issues produced on the mock system. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. Incidental findings: loose patient cable encasing around controller connectors. The device history record for the mobile power unit (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 03jul2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2025 after being found down at home by their family. The patient arrested at home where the patient received return of spontaneous circulation (rosc) before being transported to the hospital. In the emergency department, the patient once again arrested and received resuscitation efforts for at least 30 minutes before family and medical staff made the decision to cease efforts and withdraw care. The patient was pronounced dead at 23:52 on (B)(6) 2025 and the left ventricular assist device (lvad) was turned off at approximately 00:15 on (B)(6) 2025 after the lvad team was called for assistance. On interrogation it was noted that the driveline was disconnected initially at 22:19 on (B)(6) 2025 and remained disconnected with pump off alarms for approximately 20 minutes, at which time it appeared parameters returned to acceptable ranges before again triggering low flow hazards and labile parameters until the time of death. The patient¿s backup system controller was not available for further information. It was unclear why the pump remained off for 20 minutes before being restarted. Log files were sent for review. The pump stop was caused by the driveline being disconnected on (B)(6) 2025 at 22:19:34 and reconnected at 22:39:24. Once the driveline was reconnected, the pump returned to operating at the set speed. Just prior to the driveline disconnect, the patient switched from battery power to the mobile power unit (mpu) without any issues. On (B)(6) 2025 at 22:53:33, a low power hazard & multiple other associated alarm types occurred. This was caused by power to the mpu being briefly interrupted. On (B)(6) 2025 between 23:18:26 and 0:10:47, intermittent low flow alarms occurred. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The file ends with the driveline disconnected on (B)(6) 2025 at 00:13:47 and the pump stopped. The mcs equipment appeared to have operated as intended. The mpu was noted to be a part of the recall. It was advised that the mpu and controllers be sent back for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.